Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported by a sales rep that the needle was bent and broken during use. This happened in 4 products. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: was there any change in the patient¿s post-operative care due to the prolonged procedure?=>no. Were there any unexpected outcomes or complications as a result of the prolonged surgery time?=>no. What tissue was being sutured when the event occurred?=>unk. Was additional dissection required in other organs/tissues other than the target tissue?=>no. What is the lot number?=>unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>we regularly contact with sales rep about the device returning. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).=>(B)(6). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m events reported via: 2210968-2023-05989, 2210968-2023-05991, 2210968-2023-05992